Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'pump does not recognize when door is opened' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a stuck upper latch switch which was unable to rebound as designed. The upper aux requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize when door is opened. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.